Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was provided as cardiac arrest. It was reported that the physician informed the patient that their implantable pulse generator (ipg) was reaching normal elective replacement indicator (eri), however the patient refused replacement. It was further reported that the device eventually reached eri and at that stage the physician was able to convince the patient to have a replacement procedure which was scheduled, however the patient was found at home in cardiac arrest before the scheduled appointment. The patient was transported to hospital but could not be revived.